Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient removed sensor pod. Upon sensor removal, patient claimed that sensor wire remained in patient's abdomen. Against user guide recommendations, patient inserted device in scar tissue. Patient was able to remove sensor wire from insertion site. At the time of the call, patient reported being in fine condition.